Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, non-calcified distal right coronary artery (rca). The lesion was predilated with a non-bsc 2.0 mm balloon. The physician attempted to place the 2.75x20 mm taxus liberte stent, but was unable to cross the lesion. Upon removal flared stent struts were identified. There were no pt complications and pt's status was "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).